Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument passed the manual articulation of inputs. The instrument underwent visual inspections, no recognition nor initialization issues detected. The instrument passed the recognition and engagement tests. The instrument passed the initialization test. Additional unrelated observation not reported by site: the clamp arm was found to have breakage of the teflon pad at the tip. A piece measuring approximately 2.50mm x 2.50mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. Components adjacent to this teflon pad do not show damage. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a vinci-assisted surgical procedure, the harmonic ace instrument was not recognized by the system. The procedure was completed with no patient harm.